Event description:
The small pellets in the packs are intended to disperse as the sterilization cycle proceeds. This pellet pack did not, therefore the sterility of the instruments could not be verified.====================== health professional's impression======================the pack may have been inappropriately handled, there by causing the failure.====================== manufacturer response for steam chemical indicator, sterigage======================the company has communicated their intentions to investigate and follow up.